Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. The patient had cleaned the area with alcohol prior to insertion. She later experienced itching, rash, redness, inflammation, pimples, drainage, and soreness under the sensor pod area. She stated that she had a lump in her arm that had to be drained. She went to the hospital on (B)(6) 2022, had the abscess drained, and stated that she 'almost lost her arm.' She stated at the time of the report that the lump had gone down since removing the sensor, and that a lot of fluid was removed from the site. Her doctor advised her to monitor the site. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).